Manufacturer narrative:
Due to the manufacturing related issue, affected product recalled under z-1017-2013.

Event description:
Three archers wires were retuned; one was still sealed and unused within the original pouch with catalog and lot number matching the event; the other two were returned unlabeled inside packaging hoops within a plastic bag. Reference MFR # 2953200-2013-00280. The second wire examined similarly showed signs of the coating separating from the wire when it still was within the hoop. The distance from the proximal weld to the first section of missing/partial coating was 12 mm. The distance from the coating start at proximal end of the wire to the first section of partial/missing coating was 6 mm. The longest uncoated region was 390 mm (small pieces of coating were still present, but not significant). Almost the entire length of the wire has missing coating. Coating was found to be missing or flaking off from multiple segments of the wire. The cause of the coating flaking off is currently unknown.

Manufacturer narrative:
(B)(4). Results: lack of information (cause of event is unknown). Conclusion: lack of information (cause of event is unknown).